Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this right ventricular (rv) lead exhibited oversensing, low amplitude and noise. Also, discussed that the electrogram (egm) do not start until most of the events have already occurred and egm is inconclusive as to a lead issue. Recommend testing of rv lead to rule out potential lead issue and recommend provocative movements while viewing egm. This rv lead remains in service. No adverse patient effects were reported. Due to the limited information received, further follow-up to obtain related details was not possible.